Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act buttons of insulin pump was unresponsive and had to be pressed multiple times to take action, insulin pump locked up and became unresponsive after a reservoir change. Customer also stated that insulin pump had rejected brand new battery, battery cap was chipped and insulin pump was loud during rewound. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened esc, act, up and down button dome switch (creased). No button error alarm during testing. No unlocked j2/lcd keypad connector. Device received with all operating currents within specification and passed a21 error test, rewind and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected rewind anomalies noted. No frozen screen noted during test and time clock advances properly. Device received with stripped battery cap coin slot(p). (B)(4).